Manufacturer narrative:
This report filed (B)(6) 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to infection. The patient was implanted with a new device on the contralateral side during the same surgery.